Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they are unable to start therapy as the probe is not reading a patient temperature. There are dashes where this information should be. Moved the rectal probe to the bedside and confirmed it is reading properly. The nurse turned the device off thinking this would help and when it powered back on the screen was black. Confirmed the device is plugged into a medical grade wall outlet and the button on the back is illuminated. Advised this device will need to go to biomed. Per follow up information received on 04jun2026, the biomed connected a new cable, they did not see any obvious defects with the first cable but stated that swapping them resolved the issue. They had rebooted the device twice and device powered on. They ran a verification check, and it seemed to work fine. They will be returning it to service. Additional information will be added to the record if and when additional information has been received.